Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced a bent cannula, and she experienced high blood glucose level. On (B)(6) 2024, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 526 mg/dl. During hospitalization, patient was tested for ketones and reported high ketones. During hospitalization, the patient received IV and fluids of saline and insulin as corrective treatment. Hospital gave him lantus and injected him with novalog. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.